Event description:
It was reported that, during a thoracoscopic lung resection, the handle was very stiff/hard to squeeze during output. Therefore, it was replaced with another new same product. There was no patient injury. Medtronic's initial evaluation of the incident device found the device's jaw opening and closing mechanism was functional, however it was stiff.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found the device's handle was stiff. The device's jaw opening and closing mechanism was functional, however it was stiff. It was reported that the handle was very stiff to squeeze during output. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use hybrid cannulas comprised of both metal and plastic components. Capacitive coupling of rf current may cause unintended bu rns. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Inspect the outer surfaces of the instrument before insertion through the cannula to ensure there are no rough or sharp edges to damage tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.